Event description:
(B)(4). The provider states the unit has a 1 red 5 green error code on the pc board. According to al in tech service, the pe valve need replaced. The provider states there are 4,852 hours on the unit and it was with a patient when the issue occured 7857hf